Event description:
It was reported by the rep the device was used during an exploratory laparoscopy. It was reported a small bowel resection was done on an infant. Tried to use tsw35 and it didn't work. 7/16/1998 another tsw35 was pulled to complete the case. No further information was available. There was no consequence to the patient.